Event description:
Information received by medtronic indicated that the battery compartment was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged blank display found on (B)(6) 2021. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the keypad connector on j1/pcba1, j6 connector internal battery, j7 power connector, motor and force sensor during visual inspection. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and blank display noted. The following were noted during visual inspection: cracked keypad overlay, cracked case (battery tube) and cracked battery tube threads. In summary, blank display confirmed. Exposed to moisture confirmed. (B)(4).